Event description:
Title: pc4 free flow. A "b" side door latch which secures delivery tubing broke. This malfunction resulted in a failure to clamp the tubing when the door was opened allowing intravenous fluid to free flow. This device was not in use at the time the malfunction was discovered. This particular pump was tested by the tech as a result of the incident in another incident. The free flow does not occur as long as the door is closed. When the door is opened, a clip is supposed to pull a "pinch" clamp that engages when the door is opened to prevent the free flow of fluid. This clip was broken. It is not known how the clip broke. It is suspected an operator of the device may have shut the door too hard when the latch was not lined up appropriately with the catch. This failure and the one noted in report #8 were the first of this type with the new pc4tx pumps. The facility had reported a pc2 pump latch failure about 3 years ago. The device was examined and tested in a preventive maintenance program. The staff who use this device feel postively about it. Other devices from the same lot number have been checked for poor production assembly. Several units [pumps] have been returned to alaris for eval and repair. Alaris has provided no input to date. The facility continues to use these pumps without further failures. Device malfunction - that is, the device did not do what it was supposed to do.